Event description:
It was reported that during a right ij insertion of catheter, the right subclavian artery was punctured. This was suspected to have been caused by the insertion of dilator all the way to the hub. It was also suspected that the swg had perforated the right ij vessel wall first. This resulted in a right hemothorax requiring operative repair which was noted a success. The pt expired post-op from dic due to massive blood loss/blood product replacement and pre-existing end stage liver disease.